Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient developed a rash and burning sensation under the sensor patch. On (B)(6) 2024, the patient consulted a physician via email and was diagnosed with allergic contact dermatitis and was prescribed a course of unspecified oral and topical antibiotic medication. At the time of the report, the patient was doing well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).